Event description:
Surgeon notes from the operative report during elective paravaginal repair with pubovaginal sling: "the sacrospinous ligament was palpated. I used a capio needle driver with an ethibond suture to place an anchor into the sacrospinous ligaments bilaterally. Notably, when placing the right bullet needle through the sacrospinous ligament, the first bullet came dislodged from the suture. I cannot palpate anywhere along the ligament... I did not feel this was clinically significant and the fact that this is a very tiny bullet needle; therefore, I did not feel that there needs to be an aggressive surgical dissection to find and remove this small needle." Tolerated the procedure well. She was awakened and taken to the recovery with no obvious complications. The remaining tiny bulleted needle left in place. I do not feel this is in any way clinically significant that would warrant aggressive surgical dissection that would be needed to find and remove it."